Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis (dlk) is a known complication of refractive laser surgery. Dlk is a tissue reaction to the surgical procedure itself, and potentially may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a bilateral case of stage "2" diffuse lamellar keratitis (dlk) at one day post lasik procedure. Reporter indicated the patient was prescribed an oral steroid, and topical steroid eye drop dosage was increased. Patient additional received a flap lift and rinse. The dlk was reported as resolved at two weeks post procedure. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.